Manufacturer narrative:
This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the an electrical reset occurred in the device and the alert was cleared. It was further reported that the patient's home was struck by lightning on the day the reset occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Power on reset occurred. Critical ram parity error was recorded on (B)(6) 2012. Parity error is considered low severity and the device should be able to recover after reset. It was further reported that the patient's home was struck by lightning on the day the reset occurred. Product: 4574 implantable pacing lead (B)(6) 2006. (B)(4).